Manufacturer narrative:
The technician found feeding tube food in the siderail latch mechanism. He cleaned and lubricated the latch mechanism to repair the bed.

Event description:
Information received indicates the siderail will not latch in the upright position.